Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. Pumping was initiated. The helium leak test was performed. The pump assembly failed the patient side helium leak test. The helium tank pressure dropped from 199psi to 187psi approximately 17 minutes after pumping was initiated. The pump assembly was leak tested to find the source of the leak site and a small leak was noted from the v1 (vent valve). Visual inspection of the pump assembly internal hardware was performed. Dried blood was noted inside the manifold, the vent valve v1 and drain valve v4. Note: blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible helium loss 2" is confirmed. Dried blood was noted inside the manifold and pneumatic valves which potentially created a blockage/leakage inside the pneumatic system. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pump assembly. The root cause of how the condensation buildup or blood entered the pump assembly is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
Reported as "pump had a failure within first 2 to 5 minutes of pump running (possible helium loss 2)". No patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Reported as "pump had a failure within first 2 to 5 minutes of pump running (possible helium loss 2)". No patient involvement.